Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the device stuck on tissue and had to be pried off then would not open. It is unknown if there was any tissue damage. It is unknown how the case was completed. No adverse consequences reported. No details are available.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop the analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining six clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.